Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use abd insyte¿ autoguard¿ shielded IV catheter malfunctioned as ¿the needle didn't retract when the button was pushed¿. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: lot analysis per review it was noted that there was one non-related qn initiated and there were no related reject activity findings throughout the build of this lot that would impact upon the quality of the product for the defect stated in the pir. Set-up and in process samples (including but not limited to) for damaged component (grip, button, spring, hub), needle retraction by button activation and adhesive overfilled/drip as well as periodic cleaning/alignment of the glue grippers were performed on various stages throughout the process, all the inspections passed per specifications. No significant discoveries were found. Observations and testing: observations and testing could not be performed because units were not received for investigation of this incident. Conclusions: confirmation of the defect stated in the complaint could not be identified or confirmed and cause could not be determined, as the unit described in the product incident report was not returned for evaluation and testing. Therefore, there was no physical/mechanical evidence to confirm or to support manufacturing process related issues for the defects stated in the pir. This incident is indeterminate. Did the evaluation confirm the customer¿s experience with the bd product? N/a; unable to confirm the customer¿s experience because units were not returned for evaluation and testing. Were we able to reproduce the customer's experience with the bd product? N/a; unable to reproduce the customer¿s experience because units were not returned for evaluation and testing.